Event description:
Revision of the left knee due to wearout of the insert. In early february of this year, when getting up a sudden pain in the left knee. After various examinations and diagnoses (eg thrombosis, hamstring, pulled tendon) in late june was a bone scintigraphy was conducted. Diagnosis: loosening of the knee prosthesis. During performing an arthroscopy in july a free floating part was detected and removed (particle of the insert).

Manufacturer narrative:
(B)(4)